Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_ 13.2 implantable collamer lens of diopter -9.50 into the left eye (os) on (B)(6) 2024. Reportedly the lens was implanted upside down. There was patient contact but no patient injury. The lens was implanted, removed and replaced intraoperatively with a lens of the same parameters and the problem was resolved. The reporter indicated the cause of the event was user error and the device did not fail to perform as intended.